Manufacturer narrative:
The end user rebooted the unit which resolve the issue. No repair information available. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.